Manufacturer narrative:
As reported, hydro-surg irrigator had fluid leak. The sample is not available for return. Based on the information provided and without having the sample to evaluate, no conclusions can be made. There are multiple potential causes that may result in a fluid leak during use of the device. Review of manufacturing records shows product was manufactured to specification. This MDR is submitted to represent hydro-surg irrigator (device #2). An additional MDR was submitted to represent hydro-surg irrigator (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic cholecystectomy procedure two hydro-surg irrigators had a fluid leak above the battery around the clear piece, one during set up for the procedure and other after the case started. There was no reported patient injury.